Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cable failure was observed. Therefore, it is likely that video function did not work properly due to a cable failure resulting in the indicated phenomenon [does not transmit the image] occurring. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the 4k camera head does not transfer the image during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection, a defective cable was found, which caused a black image. Additional findings found were a defective button plate. The cable unit and the button board need to be replaced. It is most likely the reported event was due to normal wear and tear of the device. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.